Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the reason for call was to request assistance with connecting to ins and adjusting therapy settings. Patient stated that every time the handset goes black, it will turn off the bluetooth and turn the stimulator off. Patient also stated that yesterday the amplitude went from 0.1ma to 0.3ma, but they did not make that change themselves. Agent reviewed how communicator will turn off after a few minutes if left idle, and how handset screen will go to sleep if left idle. Agent walked patient through how to connect to their implant and patient was able to successfully connect. Agent reviewed how to appropriately adjust settings. Confirmed stimulation in bicycle seat area and comfortable. Patient will maintain stimulation level and will continue to track symptoms. Agent suggested patient call back if they notice their amplitude changes without the patient intentionally doing so.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.